Event description:
Reporter indicated that the pt underwent full revision of the vns system because the leads were "sticking out of the pt's neck." MFR has received the lead and generator and analysis is currently being performed on the products. Additionally, good faith attempts are being made to obtain add'l info.